Manufacturer narrative:
(B)(4). Batch number: p55163. Investigation summary: the analysis found that one ec60a device was returned with the release button missing and with a gst60g cartridge reload loaded on the device. The reload was received fully fired. No functional test was performed due the condition of the device. Although no conclusion could be reach on what caused the damage to the button it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications prior to shipping. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device did not work. No other information is available. No patient consequence reported.